Event description:
Difficulty with removal.it was reported that a 29 year old male received an anesthetic with a size 4 lma for hand surgery. The pt had been receiving desflurane and nitrous oxide. Before the dr could finish removing the lma, the pt bit down on the airway tube approx one cm from its attachment to the cuff. The tube was cleanly seperaated with the distal end clamped between the pt's teeth. To prevent the cuff from falling back into the pharynx where it could occlude the airway, the dr. Grasped the remaining airway tube with a forceps and gave it a tug. This caused a small piece of plastic tobreakoff, one part remained in the forceps, and the other part apparently fell into the pt's mouth. The dr. Applied pressure on the jaw muscles in order to get the pt to open his mouth. The cuff was then removed. The pt made an uneventful recovery. Upon awakening, he spit out the small piece of plastic which had fallen into his mouth.attempts are being made to have the product returned for analysiss at the time of this report.